Manufacturer narrative:
Incoming inspection for all raw materials used in the production lot showed no abnormalities or raw material failures. Production of this device used standard raw materials and processes. No production abnormalities were noted. No shipment or storage abnormalities were noted for this production lot. This production lot contained (B)(4) needles. No other customer complaints, issues or failures were associated with this production lot.

Event description:
Patient underwent a spinal fusion in operating room 8 without complications. After the procedure was over, but before the patient left the operating room, when the neuromonitoring needle electrodes were been removed from the patient, it was noted by the nurse and neurophysiologist that there was a pinpoint dermal discoloration on the left anterior leg upper and lower leg. Physician notified. Patient taken to recovery room. Note the above dermal discoloration has occurred in the following: patient #2 after spinal fusion completed, while removing neuro monitoring electrodes, dermal discoloration noted right anterior thigh. Room 8. Patient #3 - after spinal fusion completed, while removing neuro monitoring electrodes, dermal discoloration on quadricep noted. Room 8. Patient #4 - after spinal fusion completed. While removing neuro monitoring electrodes, dermal discoloration on calf noted. Room 8. Patient #5 - after spinal fusion completed, while removing neuro monitoring electrode, dermal discoloration mark on posterior upper arm and tibialis anterior noted. Room 8. Patient #6 - after spinal fusion completed, while removing neuro monitoring electrode, dermal discoloration on left shoulder, left thigh, right anterior thigh noted. Room 8. What was the original intended procedure? Spinal fusion. (B)(4).